Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# was sent in error. The false positives were clearly distinguishable to user and therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system 5 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that 1 negative control and 5 patient samples came out positive in drawer c row d (d1, d2, d4, d5, d6, d7)".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system 5 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that 1 negative control and 5 patient samples came out positive in drawer c row d (d1, d2, d4, d5, d6, d7)."